Event description:
The manufacturer received information alleging the device was smoking and a fire with police intervention. The patient experienced mild smoke inhalation. The device has been retrieved from the patient. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the device was smoking and a fire with police intervention. The patient experienced mild smoke inhalation. The device has been retrieved from the patient. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.